Event description:
Hill-rom received a report from a hill-rom technician stating the foot brake caster pops loose (brakes were not holding.) The bed was located in a hill-rom service ctr and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found during a between pt inspection the beds foot brake caster would pop loose and not hold due to a weak spring in the caster. Per the hill-rom user manual, warning: pts may use the bed support while entering or exiting; if the unit moves unexpectedly, pt injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician replaced the foot brake caster to resolve the issue. Based on this info, no further action is required.